Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) conducted an onsite visit and confirmed the reported issue. After reviewing the log, fse found the reported malfunction. Upon troubleshooting, fse found that power supply of geo pc to be defective. To resolve the problem, fse replaced the power supply of geo pc. After replacement of power supply of geo pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, sticking at 00:00. No harm to the patient or user was reported. Philips has started an investigation of this complaint.